Manufacturer narrative:
The device has not yet been received for eval. Should new relevant info be received a supplemental form will be completed.

Event description:
It was reported that the customer was going through the load process and received a notification stating "the pump cannot detect that the cartridge has been removed. Remove the cartridge from the pump and try again." Reportedly, the customer removed the cartridge, and was able to successfully load the cartridge and resume insulin delivery. There was no impact to customers' blood glucose level.